Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, the device was found out to be in back-up vvi mode. Device download was successfully performed to restore the device.